Manufacturer narrative:
Ra has just received the incident device and has been assigned to engineering for eval. A f/u report will be sent upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain add'l info, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Manufacturer narrative:
Investigation summary: the cannula of the event unit was returned for evaluation. Upon inspection, engineering confirmed that the tip of the cannula had two burn marks. No other damages or defects to the seal sub-assembly were observed. A review of the manufacturing records for this lot reveals the lot passed all manufacturing and quality inspections. The damaged to the cannula was likely caused by the direct contact an energy device during the procedure. Extra care should be used when using an energy device, as it can melt materials the device comes into contact with. This document represents our final report.

Event description:
"The subject device was asked for operation. After procedure, when the user removed the trocar from the body, he/she noticed the trocar tip was broken off. Upon inspection, aomori olympus confirmed that the trocar tip had two pieces broken off. We presume the trocar was damage when it was melted, what was the tip broken off?. Would you give me the check result of the device history record?".